Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port leaked around the insertion site. The following information was provided by the initial reporter: staff placed an 20g IV. When they flushed the IV to verify placement, the line leaked around the insertion site. They pulled the line and found a leak at the site the catheter attaches to the hub of the needle. I did question the staff member if they pulled the needle back and may have punctured the catheter wall but they were adamant they did not do that.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter assembly of a 20gx1.00in nexia unit from an unknown lot number for the investigation. A gross visual inspection shows a unit that has been used and decoupled from the tip shield. A miscellaneous connector and a bd syringe were returned for investigation. Why leakage was experienced while using the unit, the components were microscopically inspected. While looking at the catheter, a little hole was observed under the nose of the catheter adapter. The shape of the damage was similar to that caused during the swage pin process during manufacturing. The reported issue was confirmed. This type of damage may occur when loading the material in the swage pin, if the wheel is damage, wrong wedge is used or misalignment were to occur, the catheter could get damage as observed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port leaked around the insertion site. The following information was provided by the initial reporter: staff placed an 20g IV. When they flushed the IV to verify placement, the line leaked around the insertion site. They pulled the line and found a leak at the site the catheter attaches to the hub of the needle. I did question the staff member if they pulled the needle back and may have punctured the catheter wall but they were adamant they did not do that.